Event description:
Patient tested on the suspect device on 4/13 with an inr result of 5.1. The lab inr was 2.3. Same patient was tested on the device on 4/19 with an inr result of 5.5 and a lab inr was 3.0. Controls were in range. The device was replaced and requested to be returned for evaluation.